Manufacturer narrative:
H4: device manufacturer date: date of manufacture cannot be determined since the lot number was not provided. The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
An olympus representative reported that the hook part of the connector tube continued to break off. The reported issue was observed during reprocessing. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: d9, g3. Additional information added to field h6, h3. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The investigation indicates the malfunction likely occurred because the lock lever of the connecting tube was broken, possibly due to external stress being applied in the wrong direction by the user, preventing proper connection. However, the exact root cause of the event could not be identified. The following is included in the instructions for use (IFU): user can detect abnormality by conducting inspection below. 9 preparation and inspection 1 visually inspect the connecting tube to ensure that there are no cracks, breaks, rips, scratches, attached debris, or other irregularities. 3 move the lock levers of the reprocessor side connector to make sure that they function properly and are not broken. Olympus will continue to monitor field performance for this device.